Manufacturer narrative:
(B)(4). S/w version 4.11d. Retainer ring = clear. Customer returned pump for alleged cosmetic damage located at the back of the pump found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked retainer, battery tube threads - cracked, cracked case (battery tube), label damage (faded), cracked keypad overlay, pillowing keypad overlay. Cosmetic damage was confirmed at back of the pump and other cosmetic damage was noted. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was cracked. The retainer ring had no damage. No harm requiring medical intervention was reported. The customer will discontinue to use the device.